Event description:
It was reported that during a ptca procedure, the shaft of the catheter broke. A 7 fr guide catheter was inserted; then a guidant high torque floppy guide wire was put down the lad. A 3.0 x 15 maverick balloon went over the guide wire and down the lad, for added support. Another guide wire went down the diagonal. The 3.0 x 15 maverick balloon catheter became hung up on the second wire causing the shaft to break distal to the hypotube. A voyager balloon was inflated inside the guide catheter to retrieve the catheter. No patient injuries or complications were reported.